Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on with a blood glucose level of blood glucose of 32 mg/dl. The customer was treated with juice by paramedics. The customer was not hospitalized and stated that their insulin pump works as designed. . The insulin pump will not be returned for analysis.